Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error on the erbe. The technical support engineer (tse) viewed the system event logs and noticed an error c-34 indicating a hf voltage issue. Tse explained that the energy device will not be usable anymore and will need to be replaced. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit (iesu) was placed on an in-house system and was run in normal mode. Multiple errors were observed in the error logs. Visual inspection of the unit found no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. The reported complaint was confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer power cycled the vio integrated electrosurgical generator unit (iesu) to finish the surgery. The issue happened when the procedure was almost finished.